Event description:
It was reported that the patient was scheduled for routine implantable neurostimulator (ins) battery change due to normal eri. During pre-op, impedance checked showed right lead contact 9 has high out of range. Impedances on monopolar and bipolar pairs for contact 9. Re-ran at higher test stim 3v, no change in results. At battery change to new ins, reran impedances several times, and saw no change, high out of range on contact 9 still. Patient is not currently programmed using 9. Additional information received from rep indicating that cause of impedance remains unknown. They reaffirm that they have simply programmed around contact 9.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.